Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's first revision. It was reported through the stryker facebook page, "I¿ve had 3 knee replacements on same knee. Stryker. I¿m still in constant pain. See my orthopedic next week. Sure hope I¿m not bound for another surgery."